Manufacturer narrative:
Product complaint: (B)(4).

Manufacturer narrative:
Product complaint: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that a unite sz 10 proximal body would not engage with the sz 10 stem during the case. It appeared that the screw had dropped out of the bottom of the body. We did not have another sz 10 body so a sz 8 was implanted. It was also stated that after the surgery was over and the anatomic body was washed, it was discovered that the screw had been assembled to the body upside down. The hex head was out the bottom of the implant and it was threaded up into the body in reverse. It came out of the sterile packaging this way.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Manufacturing process error has been confirmed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.